Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the device was inserted, then removed from the anatomy and the same rx graftmaster was reinserted. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) states: an unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the undeployed stent graft back into the guiding catheter. It is unknown if the IFU deviation contributed to the reported event. The investigation determined the reported failure to advance and subsequent treatments appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of hypotension is listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience sierra device is being filed under a separate medwatch report number.

Event description:
This is filed on the failure to cross graftmaster stent. It was reported that the xience 3.0x38 was deployed first in the mid right coronary artery (rca) and overlapped the 4.0x18 xience that was implanted in the proximal rca second. A 4.0 nc (non-compliant) bdc (balloon dilatation catheter) was used to post dilate and then a 4.0x15 nc bdc at 18 atmospheres. Patient then had chest pain and a perforation in the mid rca was noted, likely from post dilatation. The 3.5x19 mm graftmaster stent was inserted to treat the perforation, but it was unable to cross through the stents due to the tortuosity. The patient went into cardiac arrest as she became hypotensive and bradycardic. Cardiopulmonary resuscitation (CPR) was performed with administration of epinephrine, atropine, bicarbonate. Transthoracic echocardiogram showed a large pericardial effusion. Pericardiocentesis drained 1.1 liters of blood. The graftmaster was attempted again with another guide wire, but it was still unable to cross. CPR was discontinued after a long time of performing it and in view of unlikely recovery. The patient expired. No additional information was provided.